Event description:
Reported by the complainant as follows: pt (male, (B)(6)) developed a "whole-body-pain-syndrome" along with a suspected feeling of central ischaemia leading to hospitalization of pt.

Manufacturer narrative:
The ae is deemed serious because of the hospitalization, but the device in question aquacel form dressing is not reported to be causally related. No other details are known at this time. Attempts to obtain add'l info have been unsuccessful. (B)(4).